Event description:
After the patient was implanted with mentor implants, she started getting hives over her entire chest. The patient has gone to her allergist and has not contacted the doctors office with the allergist findings.

Manufacturer narrative:
(B)(4).